Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator parkinson's dual. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2016. It was also stated that due to an implantable neurostimulator (ins) site infection, the device was explanted in (B)(6) 2017; there was not a greater than 50% reduction in symptoms. The cause and what troubleshooting was performed related to the issue were stated to be unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the infection and the patient receiving less than 50% reduction in symptoms was resolved following the device explant. No further complications are anticipated.